Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer reconnected cables, rebooted and ran firmware updates to resolve the issue. The system functioned as intended after field service engineer troubleshot the device.